Event description:
Respiratory therapist identified the monitor on the device was blank (dark); the ventilators inop led was lit; safety valve led was lit; the ventilator turned off (shut down) and turned on again. Pt was not harmed and no medical intervention was required.